Event description:
This is report 2 of 2 for the same event. It was reported from the netherlands that during an unspecified surgical procedure, it was observed that when the surgeon wanted to retreat the k-wire device from the patient, the grip became loose when in use with a k-wire attachment device. The reporter stated that the grip from the k-wire device was insufficient. The reporter indicated that this happened before. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly..

Manufacturer narrative:
The previous report had an incorrect date of this report and date received by manufacturer. It has been corrected to reflect the correct date of (B)(6) 2014. During subsequent follow-up with the customer, additional information was obtained. It was reported that while retrieving the k-wire device out of a fractured finger bone, it was observed that the k-wire device slipped in the attachment device. It was further reported that the facility used the k-wire fixation in finger fractures.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.